Event description:
Pentax medical was made aware of an event which occurred in the pai region involving pentax endoscope model ec34-i10l. In the event reported, the user stated that there was no video image. The event timing is unknow. There was no adverse event reported with this complaint. No other information provided with this complaint. This event meets the requirement for FDA reportability; therefore, submission of a report does not constitute an admission that medical personnel, user facility, importer, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
The device was returned to pentax for further evaluation on service order 3137678 where it currently pending evaluation. On 17-jan-2022, a device history record (DHR) review for model ec34-i10l, serial number (B)(4) was performed and the DHR review confirmed the endoscope was manufactured on 08jan2015 under normal conditions, passed all required inspections, and was released accordingly. The dates of approval for shipment and actual date shipped were confirmed. If additional information becomes available, a supplemental report will be filed with the new information.

Manufacturer narrative:
Evaluation summary: this may be due to the disconnection of the cmos cable due to repeated use.